Event description:
Report by the patient as a leak.

Manufacturer narrative:
Medwatch sent to FDA on: 09/26/2007. The product associated with this report has not been explanted, therefore, no analysis has been done. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii and manufacturing site is assumed to be costa rica. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."